Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the lead 2- wire was completely severed between ECG "c&d" cable, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was experiencing non-functional ecgs.